Event description:
On (B)(6) 2013, the reporter contacted animas, alleging that the down arrow keypad button is intermittently unresponsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Follow up #1 - submitted: 05/28/2013device evaluation: examination revealed the keypad was intact without damage. On testing, the down arrow and contrast keypad buttons had intermittent response and required multiple presses to evoke a response. The keypad cover was removed for investigation and revealed contamination under the contacts of all the keypad buttons.